Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient reported experiencing an infection in the head caused by the stimulator in (B)(6) 2016. Interventions included surgery and both IV and oral antibiotics. No further complications were reported. The patient¿s relevant medical history includes diabetes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient weight was updated. The serial number was provided.